Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were visually examined and microscopically tested. Analysis of the components identified that they performed within specifications, no leaks were found. The reservoir was visually examined and functionally tested. There was a leak in the reservoir shell that was the result of wear at a fold. The kink resistant tubing (krt) was worn to the filament. There was a tear in the krt due to a sharp instrument by the adapter strain relief junction; however, no leaks were present. Based on the information available and analysis results, the leak identified in the reservoir could have caused or contributed to the reported clinical observation of inflation issues.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device could no longer pump to full erection. All components were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device could no longer pump to full erection. All components were removed and replaced. No patient complications were reported.